Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6), h3:analysis of the 97745 programmer (ptm) (serial number (B)(6)) revealed broken stim bosses. Analysis of the 97745bp programmer (bp) (serial number (B)(6)) revealed broken case this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had issues with their controller that have been happening since monday ((B)(6) 2021). Pt said that when they click the arrows on the controller things go really slow. Pt said that their controller no longer vibrates when they unlock their controller either. Pt also mentioned that their controller screen goes darker at times and this happens without the recharger antenna connected. The pt reset the controller. Pt said that their battery pack had a black line through the contacts. The pt plugged the controller into ac power supply without battery pack inserted. Pt said that the controller powered on. The patient then inserted their battery pack into the controller while ac power supply was still connected. Pt said the controller did not blink green and just displayed that their implant battery was empty and needed to be charged soon. The issue was not resolved. The pt reported that their controller makes a "rattle" sound. Pt said they noticed this the other day. Pt said that their controller also has been acting weird since monday. Pt mentioned that they had their controller plugged into the ac power supply for 2 hours yesterday ((B)(6) 2021) while at work and normally the controller will be fine but the controller was completely off and would not turn on when they checked the controller. Pt said they took the battery out and then the controller turned on, but the screen goes darker; pt said they can still see the screen, but can barely. The pt reported a "chip" in the recharger (rtm) cord where the cord meets the paddle. Pt mentioned that while charging their implant when they get their implant charged to 20%, the controller screen will tell them to continue like the controller says to do when they first start their implant charging session. Pt said they will have to press continue on the controller and the controller will find the implant and start charging and then the charging session will stop again. Pt said that they have to go through this several times. Patient also mentioned that their controller screen goes dim at times and is kind of "finicky" and at the beginning of the call the pt said this was when recharger antenna was connected and then later said that this happens without the recharger antenna connected. No symptoms were reported.